Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al10020263. Model/catalog description: tined lead . Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator began to experience pain at the implant site and is unable to lay down due the pain and pressure over the implant battery area. The patient feels the pain at times coming from their right side where a previous battery was implanted and their current implant is on their left side. Stimulation was turned down and then turned off for two weeks; however, pain was still ongoing. The patient is also experiencing shooting pain down both legs with brief leg numbness. The representative connected the clinician programmer to the patient's device, and no impedance issues or concerns showing, no error messages. Images were taken, but the images were inconclusive. The representative advised that the patient denies any recent falls. The patient's condition is stable. The patient went to the emergency room (ER), due to their leg pain and was advised that it's likely not related to the stimulation and more related to their spine issue. The patient had a full device removal. There are no other issues or complications reported.